Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and was evaluated by the product analysis lab (pal) for the reported issue of a burning smell coming from the device. The device passed homechoice return instrument test/evaluation (rite) functional testing and homechoice rite electrical safety analyzer testing. A review of the logs revealed no failure or malfunction that could have caused or contributed to the reported difficulty. Cycled device power on/off several, and no problems were encountered. An external/internal inspection was performed, and no problems were revealed. There was no unusual smell detected during visual inspection. Device did meet specification for the reported problem. No device failure or malfunction was identified during evaluation that would have caused or contributed to the reported problems. The problem was not confirmed. The cause of the problem was undetermined. The device was sent for normal servicing.

Event description:
The customer contacted baxter's technical service center to report a burning smell on a homechoice (hc) device throughout therapy. No other problems were reported. The baxter technical service representative (tsr) initiated a swap of the device. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.